Event description:
It was reported that the external pulse generator (epg) required corrective maintenance/repair. The epg was returned for service. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) failed the incoming test due to a back light on/off difference. The atrial and ventricle patient connectors were broken. The hanger assembly was broken. The firmware required an updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.